Event description:
It was reported by the customer that their insulin pump had a priming anomaly. Customer stated they were unable to exit the priming process and insulin continues to squirt out of the device. Advised customer to discontinue from device. Customer stated they do not recall any significant events that led to the alarm or if the device had been dropped. Customer changed infusion set and device was functioning properly. Customer's blood glucose level was 190 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)